Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. There was no moisture damage on the electronics assembly. The insulin pump had scratches on the display window, broken reservoir tube lip and cracked display window corners.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was over 414 mg/dl. Troubleshooting for button error alarm was performed. Customer advised they experienced issues with the device and had removed it until they could get the issue resolved. Customer advised they were unable to clear the button error alarm. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.